Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, and observed fluid overflowing at the cuvette washer high concentration waste (hcw) nozzle #1 during the cuvette wash. The fsr resolved the issue by replacing the hcw peristaltic pump head tubing. The tubing was determined to be the likely cause for the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false depressed alinity c calcium and sodium results on multiple patients while running on the alinity c processing module. On (B)(6) 2020, sid: (B)(6); generated initial calcium result of 4.9, retest 9.9 mg/dl; sid: (B)(6); generated initial calcium result of 5.3, retest 9.9 mg/dl. The customer's calcium normal range is 8.4 - 10.4 mg/dl. On (B)(6) 2020, sid: (B)(6) generated an initial sodium result of 118 mmol/l, repeated 143 mmol/l with a customer's normal range of 136 - 145 mmol/l. On (B)(6) 2020, an initial sodium result of 115 mmol/l retested at 139 and 135 mmol/l (no sid provided), and an initial calcium result of 2.0 mg/dl retested at 8.7 mg/dl twice (no sid provided).. There was no adverse impact to patient management reported.